Event description:
While ambient air was being checked machine showed "monitor failure" and "electronic shutdown". Pt was ambued manually until machine changed out. MFR claims this was a user error despite that fact machine showed error codes.